Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) exhibited noise. The representative had thought that this rv lead could have a fracture on the insulation. In addition, the patient with this rv lead experienced a pre-syncope symptom. Boston scientific technical services (ts) reviewed the alert and noted low rv intrinsic amplitude. Ts discussed could be having an inhibition due to muscle noise from the unipolar sensing. Further reviewed showed that the rv pace impedance spike and the representative had explained further the event. Ts had explained this could be a spring contact issue. Troubleshooting was performed through reprogramming yet unresolved. Ts then suggested further reprogramming options. To date, this rv lead remains in service. No adverse patient effects were reported.